Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and a shock due to a supraventricular tachycardia (svt) episode. Patient had previously experience an episode of inappropriate shock due to svt. Technical services (ts) discussed device reprogramming. This ICD remains in service and is functioning as programed. No additional adverse patient effects were reported.